Manufacturer narrative:
The reported pump stoppages were confirmed through an analysis of the submitted system controller log files. Low speed events were captured on 20jul2017 from 18:10:15 to 18:10:18 and on 25jul-2017 from 10:32:04 to 10:32:12. Pump stoppages and low speed hazard alarms were also captured during these events. The low speed events captured on 20jul2017 occurred while the system controller was connected to batteries, while the low speed events captured on 25jul2017 occurred while the patient was supported by the power module. Based on past experience with the device and similar reported events, the captured events appeared indicative of a potential driveline issue; however, the root cause could not be conclusively determined as the device remains in use and was not available for evaluation. The patient remains ongoing on lvad support with the non-grounded patient cable for use with the power module and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: a driveline evaluation was performed on 13nov2017. Review of the system controller log file during this driveline evaluation revealed that the system was operating as intended over the past month; no atypical alarms were present. X-ray images of the driveline showed a possible area of concern approximately 10 cm from the pump housing. The driveline had previously been dressed with rescue tape, which was removed during the driveline evaluation for closer inspection of the driveline. Visual inspection of the external portion of the driveline revealed that the bionate cover and metal braided shielding were in good condition for the duration of use and proved negative for presence of any fluid in the driveline. Manipulation of the external portion of the driveline and patient movement to facilitate manipulation of the internal portion of the driveline while the system controller was connected to the power module via a non-grounded patient cable was unable to replicate the reported issue and no alarms occurred. Continuity testing was performed and all six wires of the driveline were found to be electrically intact. The decision was made following consultation with the hospital staff for the patient to continue on vad support with no additional intervention at this point in time. No further information was provided.

Manufacturer narrative:
The referenced previously reported suspected driveline short to shield condition was reported under medwatch MFR report # 2916596-2016-02264. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 1 years, 6 months. The event occurred at (B)(6). The patient remains ongoing on lvad support with the device and an ungrounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a low speed advisory alarm sounded from the system controller on (B)(6) 2017 after which the patient visited the hospital. Due to a previous suspected driveline short to shield condition, the patient had been provided with a non-grounded patient cable for use with the power module in (B)(6) 2016. At the time, a short-to-shield condition could not be reproduced during evaluation of the driveline. Review of the system controller log file by the manufacturer¿s technical services representative revealed multiple pump stoppages that occurred while the system controller was connected to both the power module and battery power. The patient reported being asymptomatic. There were no other issues reported and the patient was discharged home. No additional information was provided.